Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 21x1 rb contained foreign matter. 1.specify the pending affected quantities in cases/each/unit for the credit process. Initially 5 cases, then a further 8 cases identified (discussed as 13 cs), lastly a 4.5 cases ((B)(4) boxes). 2.provide the lot number(s). All lot 4354918. 3.confirm whether the issue identification date is the same as august 12 or a different date. If it is a different date, please provide the respective date of issue identification. We were advised september 3rd, 8th and 11th as the additional quantities were noted verbatim: earlier this year we received a lot number of 3cc syringes (4354918) from bd that have only recently been used in our production. Upon visual inspection of these syringes, it has been noted that there have been many syringes with some sort of adhesive/particulate on the needle itself. For obvious reasons, we are unable to use these syringes and are rejecting approximately 5 cases (4,000 syringes).